Event description:
"Customer was being pushed up a ramp and the tire came off of the rim causing her to be unbalanced and got a scratch on her amputated stump. The arm pads are coming loose and the right clothing guard is cracked in half. Minor injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model t422rda, serial number/date code (B)(4) is approximately 1 year old. The owner's manual part number 1110558 rev h (feb-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's preexisting medical condition states that she is an amputee. The consumer's stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called stating that while being pushed up a ramp the tire on the t422rda manual wheelchair allegedly came off the rim. This caused the consumer to become unbalanced and she sustained a scratch on her stump. Medical intervention is alleged.